Manufacturer narrative:
Product complaint # (B)(4). Additional informaiton: h 6. Type of investigation. Additional information was requested, and the following was obtained: after investigation, the patient was a 60-year-old woman who underwent comprehensive staging surgery for endometrial malignancy at (B)(6) on (B)(6) 2024. During the surgery, the surgeon used the suture (vcp311h) to perform the wound suturing for hemostasis (the specific suturing tissue level and suturing method were unknown). During the suturing, the suture broke. The surgeon immediately replaced a new suture (the specific product information was unknown) for re-suture. The subsequent surgery went smoothly. As a result of this event, the patient's intraoperative blood loss was increased (with specific increase of blood loss unknown) and the operation time was prolonged (with specific delay unknown). The patient has been successfully discharged currently. No subsequent adverse event report was received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a comprehensive staging surgery for endometrial malignant tumors on (B)(6) 2024 and suture was used. During the procedure, there was bleeding from the wound. During the process of suturing the wound to stop bleeding, the suture broke, causing the wound to stop bleeding in a timely manner. The wound needed to be sutured again to stop the bleeding. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What is the current status of the patient? Please refer to the event description, other information requested is unknown.